Manufacturer narrative:
(B)(4). Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in pump history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 149 mg/dl. They did not hear any audio between audio volumes 1 and 5. Customer run the audio test and it did not pass. No further troubleshooting was performed. The device will be returned for analysis.